Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens customer care center to report discordant pt.inr results that were obtained on 4 different patient sample on the cs-2500 instrument. The information provided did not show any analyzer and/or software issues. Based on the available information, the probable cause of the discordant result is consistent with a reagent related issue which could not be clearly identified due to limited qc testing. System works as specified. Customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: thromborel s is marketed in the united states under material number 10873565. The 510(k) numbered documented in section g4 is for this product.

Event description:
The customer reported the observation of falsely elevated pt (prothrombin time) inr (international normalized ratio) results obtained on four (4) patient samples measured with thromborel s on the cs-2500 instrument. The erroneous results were reported to the physician(s) but they were not questioned. The samples were repeated on the same instrument. The repeat results were lower than the erroneous results. The repeated results were reported, as the correct results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant pt inr results.